Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the stent grafts were explanted due to an unk reason. The explanted stent graft was received and its evaluation is pending.

Manufacturer narrative:
Evaluation results and conclusion: lack of info ( evaluation of the explanted stent graft is pending, unk cause of explant, no operative reports were received).